Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 120 units. Reportedly, the cartridge was filled with 250 units of insulin. The customer¿s blood glucose level was 188 mg/dl. Although requested the customer declined to load a new cartridge. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.